Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the viper2 x25 set screw inserter (part # 286735400 / lot # mf421643a) was received at us cq. The very distal tip of the device was broken. The fragment was not returned with the device. No other defects were identified. The reported condition was consistent with the complaint condition thus the complaint was confirmed. The overall complaint was confirmed for the received viper2 x25 set screw inserter. Although no definitive root-cause can be determined its possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number mf421643a was released in a single batch. ¿ batch1: lot units were released on 07 dec 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during spinal fusion performed on (B)(6) 2020, the surgeon tried to remove the temporarily tightened set screw with the screw inserter when the tip of the screw inserter broke off. It was confirmed by imaging that no fragment was left in the patient¿s body. The procedure was completed without surgical delay. No further information is available. This report is for one (1) viper 2 system set screw inserter, self-retaining this is report 1 of 1 for (B)(4).